Event description:
It was reported that on (B)(6), a biopsy procedure was performed and during the procedure, the first needle was working but the doctor missed tissue and had already removed, therefore, a second needle was used. While the doctor was testing the needle it made a grinding noise. The procedure was aborted and the patient was rescheduled for another biopsy procedure. No additional information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
An investigation was conducted: brief description: it was reported on (B)(6) 2024, that during a biopsy, the user was able to take samples, but no tissue was collected. They switched needles and the new needle began making a grinding noise. Patient impact was reported as the patient had to be rescheduled due to samples not being collected. The dispatched field service engineer (fse) replaced the pinch valve assembly and tested the unit. The system met all manufacturer specifications. Initial evaluation: neither the brevera system nor the brevera driver used in this complaint were returned for investigation. The brevera system was 2,293 days old at the time of the complaint. Investigation methods and findings: further investigation could not be performed as parts were not returned. Cause/root cause: since no parts were returned, a definitive root cause could not be determined. After reviewing the complaint and resolution made by the fse, the most probable root cause is an issue with the pinch valve assembly preventing tissue from being collected by the system. Conclusion: as no part was returned for investigation, no root cause was able to be determined. As a result, the issue described in the complaint was unable to be reproduced. After reviewing the complaint description and resolution, it was determined based on the notes of the field service engineer that the most likely cause of the issues seen in the complaint was an issue with the pinch valve assembly of the system. The issue with the pinch valve assembly prevented proper suction and tissue acquisition when taking samples. Since the patient had to be rescheduled, this was considered a reportable event to the FDA. Complaint confirmed: no. Device history record (DHR) review: driver serial number: (B)(6). Driver sku: brevdrv. System serial number: (B)(6). System sku: brev100. System manufacture date: 6/22/2018. System installation date: (B)(6) 2018. UDI: (B)(4). The device history record for the serial number involved was reviewed and was found to have met all manufacturing requirements prior to shipment for distribution. This includes final inspection and packaging inspections.